Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of unable to loosen the ventricular setscrew was confirmed. Analysis revealed epoxy was found in the ventricular connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly.

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead was failing to capture and exhibited a high pacing impedance. Rv lead dislodgement was confirmed via diagnostic imaging. During the lead revision procedure, it was found that the rv lead helix was failing to retract, and it was failing to be removed from the pacemaker header. The pacemaker and rv lead were explanted and replaced. The patient was in stable condition.